Manufacturer narrative:
(B)(4). Visual evaluation revealed the device was retracted with the distal end of the sheath and needle bent. In addition, the sheath was separated from the handle. Functional analysis revealed that the needle was unable to extend properly due to the sheath being separated. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an excelontransbronchial aspiration needle was used in a procedure on (B)(6) 2017. According to the complainant, the needle was bent at the tip and it was unable to be retracted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.